Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, it took over thirty turns to extend the helix and nearly the same number of turns to retract. A bent helix was visualized on fluoroscopy. The lead was removed and the bent helix was again observed. The helix was exercised outside the body. The lead built up torque and extended and retracted all at once with many turns. The right ventricular (rv) lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was found bent in the sleevehead and would not extend at time of analysis. If information is provided in the future, a supplemental report will be issued.